Event description:
A customer receiving imprecise sequential readings on the precision xtra blood glucose meter. The customer obtained readings of 492 and 49 mg/dl within a 10 minute time-frame. There was no report of death, serious injury or mistreatment associated with this event.